Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) was pulled completely out of the 5f cordis avanti sheath/patient during the pull back. Manual compression was held, and hemostasis was successful. There was no reported patient injury. There was concern of a balloon malfunction. The mynx vcd was prepped according to instructions for use (IFU). The balloon did not lose pressure. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. There were no multiple sheath exchanges prior to the use of the mynx device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f cordis avanti vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in ytrium 90 procedure, and a retrograde approach was used. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not available to be returned for analysis as it was discarded. The product history record (phr) review of lot f2310701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control balloon pull through¿ could not be confirmed as the device was not returned for analysis. The exact cause of the pull through experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, prepping and handling factors are possible. According to the instructions for use (IFU), which is not intended as a mitigation, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy, resulting in removal of the device and access. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) was pulled completely out of the 5f cordis avanti sheath/patient during the pull back. Manual compression was held, and hemostasis was successful. There was no reported patient injury. There was concern of a balloon malfunction. The mynx vcd was prepped according to instructions for use (IFU). The balloon did not lose pressure. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. There were no multiple sheath exchanges prior to the use of the mynx device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f cordis avanti vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in ytrium 90 procedure, and a retrograde approach was used. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.